Manufacturer narrative:
Device manufacture date: the device manufacture date was unknown in the initial report. The device manufacture date has been updated as 6/8/2018. The UDI has been updated accordingly. Device history record review: review of the device history record showed that there were potential issues during the manufacture of the device that may have contributed to the reported complaint condition. Device evaluation: the actual device was returned for evaluation. Quality engineering evaluated the device and the reported condition was confirmed. The device was evaluated, and it was noted that a snap ring was missing. It was determined that the root cause of the failure was improper cleaning procedure which had dislodged the snap ring. It was determined that normal cleaning by the customer was not expected to dislodge the snap ring. The assignable root cause was determined to be due to user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
UDI: the device manufacture date is currently unavailable. Therefore, the UDI is incomplete. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during testing, it was observed that the attachment device fell apart. The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.